Manufacturer narrative:
Evaluation revealed the target device gamma3® 300x160mm to be the subject product. The speedlock sleeve returned is considered as an associated product. The appearance of the item identified the target device returned being a new design version. A review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the target device had been in use for more than 5 years (manufactured in 2012), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. Functional test revealed neither proximal ¿ nor distal contacts of the drill to the drill holes of a sample nail. The function of the target device returned was fully given. The alleged distal misdrilling could not be confirmed or reproduced. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event was mainly based in the intra-operative procedure. Reasons for misaligned drilling are various. Potential miss-targeting can also be caused but is not limited to, if e.g. The following instructions are not carried out properly: ensure that the nail holding bolt is still fully tightened. Avoid soft tissue pressure on the distal locking sleeve assembly- therefore the skin incision would be made (co-linear) in direction of the sleeve assembly. Check that the distal locking sleeve assembly with the trocar removed is in contact with the lateral cortex of the femur and is locked securely with the speedlock sleeve knob. Confirm final locking screw placement with a/p and lateral fluoroscopic x-ray. Neutralize the power tool weight during drilling procedure and do not apply force to the targeting arm start the power tool before having bone contact with the drill. Use sharp and center tipped drills only. Regarding misdrilling the operative technique has already been modified by an engineering change. Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal intra-operative procedure. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. Investigation revealed no non-conformity, therefore no ncr was initiated. A review of the labeling did not indicate any abnormalities. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Distal misdrilling. Medical procedure was completed successfully by freehand locking. Surgical delay of 10 min. Not longer. No other consequences reported.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Distal misdrilling. Medical procedure was completed successfully by freehand locking. Surgical delay of 10 min. Not longer. No other consequences reported.